Manufacturer narrative:
No photographs, video, or imagery was provided for review. The devices were not returned for evaluation. Therefore, no visual, functional, or dimensional analysis was able to be performed. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, valve alignment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note: manage guidewire position. Guidewire can move proximally during valve alignment. Note: the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: fine adjustment wheel functions only when the balloon lock is locked. Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Balloon burst: if delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the device, no manufacturing non-conformances were identified during the evaluation. A review of DHR, lot history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As the balloon was prepped without issue, damage to the delivery system/balloon may have occurred during the procedure. Per the report, the balloon did not inflate at all. The balloon probably was torn during valve alignment. It was also suggested by medical opinion that the balloon may have torn during alignment as it was heavily calcified. During valve alignment, the delivery system balloon could have come in contact with calcium nodules. Calcification may have led to damage as calcification can create an uneven surface that may lead to balloon damage causing leakage. While a definitive root cause is unable to be determined, available information suggests that patient (calcification) factors contributed to the delivery system leakage. The complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that patient (calcification) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve within a pre-existing valve in the mitral position, the valve could not cross the septum. Therefore, the devices were removed and a second 29mm sapien 3 valve was used. The valve was able to cross the septum, but during deployment, the balloon did not inflate and blood was observed in the inflation syringe. The valve was pulled back into the esheath and removed without difficulty. A third 29mm sapien 3 valve was successfully deployed. At last report, the patient was stable with good result and no mr. As per medical opinion, the root cause of the event may have been that the balloon may have torn during alignment as it was heavily calcified.